Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient was at the end of treatment and the teeth do not close comfortably and the bottom right tooth caused trouble with in about 2 hours of not wearing retainers moves and pushes all teeth and it is painful. Additionally, the whole process has been uncomfortable and impacting chewing, jaw resting and a major cause for a chipped tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.